Event description:
Subsequent to the initial MDR, a correction is required. It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Describe event or problem ¿ additional. Device availability ¿ additional. Date received by manufacturer - additional. Type of follow up- additional information/device evaluation/ correction. Device evaluated by manufacturer ¿ additional. Health effect - impact code- correction . Health effect - clinical code- correction . Type of investigation - additional. Investigation findings - additional . Investigation conclusion - additional.

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The product was evaluated. An external visual inspection was performed and passed due to sensor wire is not broken. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.